Manufacturer narrative:
The device is currently unavailable for evaluation. A follow-up report will be issued if additional information or the device itself becomes available.

Event description:
The scooter detached, causing the scooter to lose stability, flip, and crash.